Event description:
Report received of a computer overdelvering. According to the customer contact, over the past month, they have been having problems with the compounder reportedly overdelivering on stations 2 and 3. It was reported that the job ticket was showing overdelivery up to 40%, but they were not getting any alarm alerts of "check received" messages. There were no bottles of tpn dispensed to pts. There were no reported adverse pt events. Though requested, there was no further info available.